Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a procedure surgeon tightened the 3d screw heads three times and they loosened before making contact with the bone. One screw head could be repaired. During this process the tip of the retaining sleeve broke. No further information is available. This is 3 of 3 reports for this event.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A review of the device history record revealed no complaint related anomalies.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The article was manufactured according to our specifications. It was established that a part of the tip of the thread was broken off. A possible cause for the damage is the thread lead, which was not tightening well at prime lock thread on the bone screw. Alternatively during tightening with the green knob it was unintentionally solved. Synthes places at the disposal a lockable holding sleeve which is an alternatively instrument, which could be kept at the area of the knob also. The conducted investigations by manufacturing and material documents have shown that the holding sleeve was manufactured according to the specifications. No product fault could be detected.